Manufacturer narrative:
Correction of the catalog number of the suspect medical device. The correct catalog number is a11812.

Manufacturer narrative:
Beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. No parts were returned to the manufacturer for physical evaluation. The dx800 pro clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). The cland k tips, packaging, drain lines, injection cup valve, and carbon port were all replaced by the fse to resolve the issue. In addition, the flow cell was also checked and cleaned. The fse then confirmed operation by calibrating and analyzing controls successfully. Precision tests were performed with acceptable results. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified several parts and inadequate cleaning, which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
Beckman coulter received a report from the customer that the electrolytes and chlorine modules are not reporting correctly.